Manufacturer narrative:
The hill-rom technician thoroughly inspected the lift and could not detect any malfunction. The lift functioned as designed. The account stated the caregiver installed the lift incorrectly into the carriage hook on the overhead rail. According to 7se125213 rev. 02 "extension arm multirall", hill-rom states that the user shall make sure that the q-link is properly positioned into the carriage hook and that the lift strap is safely attached to the hook. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom's investigation indicated there was no evidence of a malfunction. Hill-rom was unable to duplicate the alleged condition and the device performed as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a multirall overhead lift detached from the s65-carriage causing the patient to fall sustaining a broken ankle. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).